Event description:
Account said the head section will not go up. He said nobody was hurt. He would not troubleshoot.

Manufacturer narrative:
Account stated he's done everything already. He wanted to know how to remove a valve. Three attempts were made to resolve complaint with the customer. The defect and repair are unknown.